Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room due to a shock that was received. Technical services (ts) reviewed the event and noted a wide complex morphology change and t wave oversensing. This s-ICD system remains in service. No additional adverse patient effects were reported.